Event description:
The customer reported that during a routine check of the iabp, at start-up the spinning icon on the touchscreen began to spin clockwise, then the unit generated a continuous beeping tone. The iabp was replaced prior to use on a patient. No patient was involved.

Manufacturer narrative:
The company representative observed the following fault codes on the display for the executive processor board: f7 bsp (initialization fault) and f0 wdt (reset fault). The company representative replaced the executive processor board (part number 0670-00-0770) and the front end board (part number 0670-00-0769). In an unrelated the iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).